Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during parotid gland explant surgery noise occurred when using electrocautery (monopolar, bipolar) . It was further stated sometimes the event occurred and sometimes the event did not occur. When the event happen the volume was adjusted. The reported product was continued to be used and the procedure was completed. There was no patient impact.

Manufacturer narrative:
H3: product analysis: nim console (s. No: (B)(6), product analysis: stated upon inspection at the time of acceptance, it was observed that there was a gap at the bottom right of the display. Imdrf codes: img g0201402, fdd a090101, fdr c070601, fdc d20, fdm b01 product analysis: patient interface (s. No: (B)(6), product analysis: stated no abnormalities were found in device. Imdrf codes: img g02005, fdd a090101, fdr c19, fdc d20, fdm b01 h6: codes updated. Previously applied codes fdm b17, fdr c20, fdc d14, img g02030 codes are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.